Event description:
Boston scientific received information that the patient's lead was explanted because it was non-functional. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested of the field representative. Should any further information been available, this report will be updated. Additional information was received indicating that the patient's lead was extracted because it was not functioning in its location at that time. There were no reported adverse events. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.